Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device inappropriately shut down. The clinician replaced the event battery and the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.